Event description:
It was reported that during a procedure below the knee (btk) of the chronic totally occluded (cto) posterior tibial artery the hi-torque connect guide wire was advanced but could not cross the lesion. After removal of the device from the anatomy a portion of the guide wire tip remained in the anatomy. No retrieval was attempted and the artery remains occluded. No additional information was provided. Procedure performed at: (B)(6).

Manufacturer narrative:
Device returning to manufacturer for analysis. A follow up report will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure below the knee (btk) of the chronic totally occluded (cto) posterior tibial artery the hi-torque connect guide wire was advanced but could not cross the lesion. After removal of the device from the anatomy a portion of the guide wire tip remained in the anatomy. No retrieval was attempted and the artery remains occluded. No additional information was provided. Procedure performed at: (B)(6).